Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during endoscopy, the thread of the device broke. The surgeon replaced the device to resolve the issue. There was no patient injury.